Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that the energy delivered was within specification based on impedance calculation. The device shocked at 200 joules with the patient's impedance between 36-37 ohms. Analysis of reports of this type has not identified an increase in trend.